Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The customer reported that the act button had to be pressed multiple times to get a response. The customer did not recall any significant events leading up to the button error alarm. Blood glucose level at the time of the incident was above 230 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive act button due to corroded keypad trace. No button error alarm noted. No moisture damage was found on the electronics and motor noted. The insulin pump has minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.